Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to request assistance in checking the communication between the insulin pump and the blood glucose meter. The customer stated that the insulin pump was not storing all the blood glucose meter readings. Troubleshooting was performed and found that the blood glucose meter was off three hours. During the call, the customer mentioned being hospitalized for a knee surgery. The customer also stated that while being at the hospital, her glucose level dropped to the 40s to 30s mg/dl. The customer was using the insulin pump while the nurses were giving her manual injections. The customer stated that she is not eating enough carbohydrates. No further information was provided.